Event description:
It was reported that the customer's insulin pump had a frozen screen, and then buzzed, and last the display went blank. The customer changed the battery and the insulin pump had a high pitch tone and went blank again. Advised the customer to revert to manual injections until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.